Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 509 mg/dl. The customer attempted to bolus to treat her blood glucose level. She gave herself a 12 unit manual injection to get her blood glucose level under control. The alarm was probably due to a site related issue or site/infusion set occlusion. The device was not returned.